Event description:
Patient with distal esophageal carcinoma has port-a-cath placed in 2004. For central venous acces for chemotherapy. During a recent visit to the emergency department, the device was found to be malfunctioning. Chest x-ray revealed a fractured port, with the majority of the catheter in the right atrium. After multiple attempts to snare the fractured port catheter it was successfully removed transfemorally.